Manufacturer narrative:
The customer reported 'impella position in aorta' alarms which did not match the position confirmed by echo. Neither the customer's device nor data logs were returned. The cause of the optical signal issue was not determined as no product or logs were returned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the placement signal readings of an implanted impella 5.5 pump became irregular during patient support. It was noted that the waveforms and alarms were showing that the pump was in the aorta, despite the pump positioning being verified as correct via echocardiogram. The alarm was subsequently disabled in response to the persistent issue. Later, the patient was successfully weaned from the pump and survived.